Event description:
Per the customer, there were inaccuracies during the case greater than 5mm. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Correction: follow-up report submitted to document the device log files were not available for evaluation.

Event description:
Per the customer, there were inaccuracies during the case greater than 5mm. The procedure was completed successfully without medical intervention or adverse consequences were reported.